Event description:
Complainant alleged that lab clinician attempted to deliver a 360 joule shock to pt (age and gender unk) using the device with electrodes, but the device displayed an "open air discharge" message. CPR was then performed on the pt. The physician then successfully administered a 360 joule shock to the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.